Manufacturer narrative:
E1. Zip code continued: (B)(6) . E1. Phone number continued: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, cyst-ndr.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound. Healthcare professional later reported granuloma. Healthcare professional also reported cyst which is not device related. The device has been explanted with a complete capsulectomy and replaced with non-abbvie device. The prosthetic capsule was sent for histological examination.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound. Healthcare professional later reported granuloma. Healthcare professional also reported cyst which is not device related. The device has been explanted with a complete capsulectomy and replaced with non-abbvie device. The prosthetic capsule was sent for histological examination.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.